Event description:
The end user states that she thinks her brand new batteries may not be holding up very long. The end user states that she doesn't know if her joystick is showing yellow or just going straight to red. The end user does not know how long time or distance that her chair may be going.